Event description:
It was reported that the patient felt "pectoral stimulation". The lead was reported to have low impedance. The lead showed varying impedances and rising thresholds in previous weeks to the lead alert. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies were found; however, the outer insulation had a cosmetic depression. The full lead was returned and analyzed.